Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer uses infusion set and cartridges longer than recommended. Customer reported blood glucose over 600 mg/dl. No additional information was provided. Clinical support informed customer that using infusion sets and cartridges longer than recommended is off label per the tandem user guide. Customer changed infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.